Manufacturer narrative:
Date of postoperative pfna blade breakage is unknown. Device was implanted in 2013; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The (510k): device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a revision surgery on (B)(6) 2018 due to broken proximal femoral nail antirotation (pfna) nail and pfna blade. Patient had an original implantation in 2013. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. It was also reported that at present it is not possible to get the serial number and lot number as devices are rusty. This report is for one (1) pfna-ii blade. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 04.027.055s lot: 8266771 manufacturing site: (B)(4) release to warehouse date: 25.jan.2013 expiry date: 01.jan.2023 the device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection:the product was returned in a packaging different from the original synthes bag. The laser marking was readable. The blade has visible damages or traces of us on its surface. The component sleeve is broken. Document/specification review: a DHR review was performed for the affected work order 8453693/ lot 8266771 (blade finish good product) and its components: work order 8297090 / lot 8095648 (blade), work order 8234669 / lot 8234669 (sleeve), work order 8428325 / lot 8238987 (endcap) and work order 8405138 / lot 8213295 (screw). Neither abnormalities, nor deviations nor ncs were detected which could lead to the complaint failure. Dimensional inspection: all dimensions of the blade received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the relevant drawings. We can conclude that the screw and the endcap has no impact to the complaint condition because the blade could be unassembled and assembled. Besides, during the manufacturing process these features were inspected through the inspection sheets blade ¿ finished good product, blade, and sleeve were inspected and no manufacturing deviation was detected. Thus, this product has passed its specifications. Therefore, the blade was manufactured according to its quality standards and a manufacturing issue can be excluded. Material or hardness review: for implants, there is no hardness test required/defined. The raw material certificates were checked, and the used raw materials have fulfilled the specifications. Summary: based on the investigation result this complaint is rated as confirmed since the blade is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specifications as well as in the manufacturing documentation no issue was identified. Due to no manufacturing issue was identified and this complaint is not valid, therefore no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: bolt ø4.9 self-tap l40 tan green (part # 459.400, lot # 5920877, quantity 1).